Event description:
The customer ran a blood glucose test on the contour next link and received a reading 65mg/dl, retested on the contour next usb and received 139mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was expected to return the test strips for evaluation. Replacement test strips were sent to the customer